Event description:
Hip revision surgery for a broken stem pin performed in 2008, 72 months after initial tha. It was reported that the case was uneventful.

Manufacturer narrative:
Other implant: 200310 neck, short +47.5, lot # 241.